Manufacturer narrative:
Ungrounded cable for pump stops was captured under manufacturer report #: 2916596-2018-00351 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found dead and the cause of death was associated with pump stops. The patient was provided a non-grounded cable in (B)(6) 2018 for the pump stops and was also listed on the urgent transplant list because of the pump stops. The exact cause of death was not disclosed. The device was explanted.

Manufacturer narrative:
Section d4: additional information; section h4: additional information. Updated manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient was found dead. The professor that undertook the post-mortem ruled the cause of death as ischemic heart disease. It was reported that the device was not explanted during autopsy and will not be returned for evaluation. The evaluation of the submitted log file confirmed a pump stop due to depletion of the external 14v lithium-ion batteries, as well as the system controller's backup battery. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020 at 12:42:44 am, a low battery advisory alarm was active. At 2:36:09 am, the alarm was followed by low battery hazards. At 2:40:22 am, the alarms were followed by a no external power alarm and the backup battery was activated. The system controller remained in power save mode until the backup battery depleted and the pump stopped for an unknown amount of time. Per design, the controller's timestamp was reset to (B)(6) 2001, upon restoration of power via connection to the power module. The device appeared to be operating as intended. A segment of the driveline measuring approximately 8¿ was returned for evaluation. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. Electrical continuity testing did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a device issue. The heartmate ii lvas IFU lists all adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The hm ii lvas patient handbook is currently available. The ¿how your heart pump works¿ section outlines battery charge level, fuel gauge display, and visual/audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient was found dead. The professor that undertook the post-mortem ruled the cause of death as ischemic heart disease. It was reported that the device was not explanted during autopsy and will not be returned for evaluation. The evaluation of the submitted log file confirmed a pump stop due to depletion of the external 14v lithium-ion batteries, as well as the system controller's backup battery. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020 at 12:42:44 am, a low battery advisory alarm was active. At 2:36:09 am, the alarm was followed by low battery hazards. At 2:40:22 am, the alarms were followed by a no external power alarm and the backup battery was activated. The system controller remained in power save mode until the backup battery depleted and the pump stopped for an unknown amount of time. Per design, the controller's timestamp was reset to (B)(6) 2001 upon restoration of power via connection to the power module. The device appeared to be operating as intended. The heartmate ii lvas IFU lists all adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The hm ii lvas patient handbook is currently available. The ¿how your heart pump works¿ section outlines battery charge level, fuel gauge display, and visual/audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the pump was not removed from the body during the autopsy as it was very difficult because it had become calcified.